Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/8/2024, it was reported by a facility risk manager via an FDA maude review email that the guidewire from an ar-8919ds cmc mini tightrope implant system broke during insertion. The surgeon attempted to retrieve the broken fragment with a hemostat; however, it bent. The fragment was successfully removed using a needle driver. An x-ray confirmed all the fragments were removed. This was discovered during a procedure on (B)(6) 2024. Additional information received on 4/15/2024: the medwatch notification reports that after the hemostat bent, a needle driver was used to retrieve the broken guidewire. However, when the needle driver was removed from the patient, it was noticed that the tip had broken off. A mini-c-arm x-ray was taken, which showed the tip inside the patient. A portable x-ray was performed to ensure that nothing was retained. The portable x-ray was deemed negative by the doctor. The case was completed, and no follow-up care was needed for the patient. Additional information received on 4/22/2024: the portable x-ray confirmed that the broken tip was never in the patient. Additional information requested.

Manufacturer narrative:
Mw5153301.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.